Manufacturer narrative:
(B)(4).

Event description:
A patient sample run on the beckman coulter lh750 instrument ((B)(6) 2011), displayed the patient demographics (i.e. Patient name) from another patient that was run on the instrument a year ago ((B)(6) 2010). The incorrect demographic information was displayed on the printouts. However, the demographic information was displayed correctly in the lis (cerner). No erroneous results were reported as the information in the lis was correct. There was no death, injury, or affect to patient treatment. The specimen tube was rerun on another lh instrument in the lab and the same mis-identification occurred. The lh750 instruments are configured as part of an automation line with a computer to manage information from multiple instruments. The sample ID was used as the primary identifier and the sample barcode label was read correctly; both patient samples (from 2011 and 2010) were determined to have the same sample ID. Review of the information provided indicated that the ID# used in the lis incorporated the year (i.e. (B)(6)) while the sample ids used in the barcode label did not ((B)(6)). The customer suspects the misidentification occurred when the patient specimen was run prior to entering the information for the patient into the computer. As a consequence, the sample was matched with the patient demographic information that was stored in the automation computer database for a previous patient with the same sample ID. The sample was rerun 8 hrs later without incident. The field service engineer could not duplicate the problem. The lis communication log was not obtained for the investigation. Based on the information obtained, the root cause for the misidentification is unknown.